Event description:
It was reported to medtronic minimed that the customer's pump batteries are less than a week. Pump rejects new batteries. Pump buttons are sticky and non-responsive, harder to press, and the pump has false alerts and alarms, no delivery alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1884. Troubleshooting was partially performed, and the customer was advised to discontinue pump use and revert to the backup plan as per hcp instructions. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. All battery intervals are longer than expected indicating battery is lasting longer than expected. No failed batter tests noted during testing and were not found in the history file. All buttons on the keypad were tested and worked successfully. No unexpected errors occurred during testing. No insulin flow block alarms noted during testing, however, were found in the history file [(B)(6) 2025 at 08:10]. The following were noted during visual inspection: cracked battery tube threads, scratched case, scratched keypad overlay, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay battery lasts less than expected was not confirmed during analysis. Failed battery test was not confirmed during analysis. Keypad/button unresponsive was not confirmed during analysis. No unexpected errors were not confirmed during analysis. Insulin flow block alarms were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.